Event description:
Report states that, prior to seeking treatment at the hospital, patient experienced altered sensorium and drowsiness. Within an hour, patient lost consciousness. During the early presentation of symptoms, a family member, presuming the event to be caused by hypoglycemia, attempted to treat patient with an oral glucose powder; however, patient was unable to ingest it. Patient's blood glucose was reportedly tested, on an unspecified accu-chek system, which returned a result of 187 mg/dl. Because patient did not respond to attempted treatment, within a few minutes, patient was taken to the hospital for further treatment. Once hospitalized, a formal diagnosis of, and treatment for, hypoglycemia was received. Patient's unspecified accu-chek device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the suspect accu-chek device owned by the patient. (B)(6). Event was reported in journal article: pratap, j.p., & praveen, j.m. (2013). Fallaciously elevated glucose level by handheld glucometers in a patient with chronic kidney disease and hypoglycemic encephalopathy. International journal of case reports and images, 4. Retrieved from (B)(6).